Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 13-dec-2022, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 13-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they charged implant battery to 70% last night around midnight and this morning implant was already down to 30%. Patient said they weren't used to implant depleting that quickly. Patient ultimately didn't know why implant battery depleted down more quickly than they were used to but did say that the group was supposed to be on c, it was always on c and they noticed that when patient services (pss) walked patient through checking settings that group was on a. Patient didn't know how group got changed to a and was going to turn group back c, charge up to 70% tonight and would see if the next morning the battery depleted at a rate they were used to. Patient said they did fall 5-6 months ago and hcp told them that lead wires had moved but that everything else was good and implant had been working fine since the fall. The caller was redirected to hcp if implant didn't go back to depleting like normal after group was changed back to c (group that patient is typically on).